Event description:
Patient in cath lab for atherectomy of his leg vein. Patient suffers from claudification of that extremity. Cardiologist was performing procedure using a jetstream g2 catheter to remove part of the tissue when it stopped working. Per the md, the device "froze up". The catheter was removed by the md, inspected and then re-inserted to use again. However, the catheter did not function as the md wanted it to so the decision was made, by the md, to switch modes and perform an angioplasty instead. Procedure was finished and patient sent to cvcu for recovery. No injury or harm to patient but md did perform alternative procedure to remedy patient's problem.

Event description:
Patient in cath lab for atherectomy of his leg vein. Patient suffers from claudification of that extremity. Cardiologist was performing procedure using a jetstream g2 catheter to remove part of the tissue when it stopped working. Per the md, the device "froze up". The catheter was removed by the md, inspected and then re-inserted to use again. However, the catheter did not function as the md wanted it to so the decision was made, by the md, to switch modes and perform an angioplasty instead. Procedure was finished and patient sent to cvcu for recovery. No injury or harm to patient but md did perform alternative procedure to remedy patient's problem.